Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open colectomy procedure, after the initial fire of the device on bowel the device was reloaded with a new reload and the device was fired. Upon firing this second load the device fired incompletely only firing only the first quarter of the staple line. The surgeon stated that the device seemed harder to fire with a lot of resistance. She asked for a new device and the device functioned normally. There were no adverse consequences for the patient.